Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2024-00542. It was reported that patient experienced intermittent therapy due to high impedance and the extensions were found to be broken and twisted at the ipg site during the procedure. Surgical intervention took place where both the extensions were also replaced, and effective therapy was restored.